Event description:
This spontaneous case was reported by a consumer ((B)(4)) and describes the occurrence of back pain ("unexplained pain in lumbar region so bad as to make it impossible to move on some days/ chronic lower back pain, worsening of symptoms since (B)(6) 2016") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required) and sciatica ("persistent lumbago-sciatica on left with no signs of radicular compression, functional neurological signs"). On an unknown date, the patient experienced pelvic pain ("pelvic or abdominal pain") and abdominal pain ("pelvic or abdominal pain"). The patient was treated with surgery (steps underway for removal of essure inserts). Essure treatment was not changed. At the time of the report, the back pain had not resolved and the sciatica, pelvic pain and abdominal pain outcome was unknown. The reporter provided no causality assessment for back pain, sciatica, pelvic pain and abdominal pain with essure. The reporter commented: steps were underway for removal of essure inserts. Diagnostic results: on (B)(6) 2013: MRI (result not reported). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: report from consumer via (B)(6): MRI was done (result not reported). Pelvic and abdominal pain added as new events, (previously reported: unexplained lumbar pain so bad that it was impossible to move some days, persistent left lumbago and sciatica with no signs of nerve root compression, chronic lower back pain since 2012, 2012 with worsening of symptoms starting in (B)(6) 2016. Steps underway for removal of essure inserts. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced unexplained pain in lumbar region so bad as to make it impossible to move on some days/ chronic lower back pain. The event is regarded as anticipated according to the reference safety information for essure. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. Although no death or serious injury was mentioned in this case; it was regarded as incident in line with health authority's assessment. Additionally, non-serious event was reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.